Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. A20061) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent removal of the essure device via hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, vaginal discharge, weight increased, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. A20061) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent removal of the essure device via hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, vaginal discharge, weight increased, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2021: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent removal of the essure device via hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, vaginal discharge, weight increased, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.